Manufacturer narrative:
G4: 09jul2020 b4: (B)(6) 2020 no product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Information was received that the service life of the device exceeded 8 years so the unit was discarded by hospital. No repair was performed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
It was reported that the ventilator's screen did not startup. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found the screen failed to start up and a single alarm sounded. Moreover, there was no ventilation. After a few minutes, the alarm was resolved by holding the power button down. When the power button was pressed again, there was no alarm occurrence but the screen failed to start up.